Event description:
Reporter indicated that pt was to undergo generator revision, but on the date of surgery, the surgeon discovered the pt had an infection at the generator site and there was extrusion of the 101 generator. The surgeon elected to irrigate the wound and treat with antibiotic therapy before reimplanting the new generator. The infection resolved as a result of these interventions. Per the dr., the infection is not directly related to vns therapy or implantation, but probably related to other factors such as pt hygiene or manipulation. Products have been returned to MFR, but have not been evaluated to date.

Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed sterilization for both the generator and lead prior to distribution.